Manufacturer narrative:
Correction: section g4-the date received by manufacturer should have been 16sep2019 rather than 17sep2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention several years ago (exact date unknown) to explant the device. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.